Manufacturer narrative:
H10: the actual device and a picture were returned for evaluation. The visual inspection of the provided picture and of the sample observed that the spike had a crack. The reported condition was verified. The cause was supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported during priming with a prismaflex st100 set, fluid leakage from the spike was observed. It was reported that the spike was cracked. There was no patient involvement. No additional information is available.